Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; the customer tried to clear the button error by removing the battery and putting it back in but the alarm persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was not initiated since the customer did not have her pump with her at the time of call. No products were shipped or returned since the customer could not verify the pump's serial number.